Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the reported condition that the device was not working was not confirmed. However, during in-house engineering evaluation, it was determined that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into and the anspach bird laser marking was worn. It was further determined that the bearings were worn out, loose and corroded creating a situation where the cutter could not able to be inserted because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, which is user error. It was determined that the worn out bearings and worn laser marking was due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was not working. During in-house engineering evaluation, it was determined that the device failed cutter insertion test due to worn out bearings, the neuro-tip leg had been drilled into and the bird laser marking was worn. It was also observed that the bearings were worn out, loose and corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.